Event description:
Reporter alleged obtaining the results of 27 mg/dl and 105 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he ate breakfast and took his normal dosage of 500 mg of janumet after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
During surgery, the cable on the device disconnected/failed and a new cable was needed.